Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room. The patient reported positional extracardiac stimulation. An interrogation was performed and found left ventricular (lv) pacing impedance measurements were high out of range and had triggered a lead safety switch. The field representative completed reprogramming. Additional information provided a x-ray was completed. The x-ray appeared to show the lv led to be in the original implant location. After reprogramming normal impedance measurements were exhibited. This crt-p remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room. The patient reported positional extracardiac stimulation. An interrogation was performed and found left ventricular pacing impedance measurements were high out of range and had triggered a lead safety switch. The field representative completed reprogramming. Additional information was requested but not provided at this time. This crt-p remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.